Event description:
Patient (pt) said they are still having issues with charging their implant and they have since implant. Pt said today while charging their implant battery, the battery was not charging past 30% and the controller was showing 100%. Patient services specialist (pss) had pt connect to their implant and pt was brought through prm (passive recharge mode) seeing 75,97, 98 and 97, 97, 98. During this, the pt said that they were using their original controller and original recharger from when they were implanted because they didn't want to use refurbished equipment. Pss had pt stop charging session and reset controller. Pt said that one of the pins looked higher and bent away. Pss had pt try replacement controller and replacement recharger that were sent. Pt was able to connect with "excellent" charge quality and said their implant was at 60% and the controller was at 90%. Pt also mentioned that they were thin on the call and they have a hard time getting connected to their implant to charge and mentioned their implant battery being tilted. Pt said they have spoken to their hcp about this. Pss closed case. Pt called back from number registered re-reporting information previously documented in this case. Pt was stating that they had loaner equipment and was wondering when they were going to get their new equipment (pt sent their equipment back to mdt). Pss reviewed that the equipment the pt received was the equipment that the pt was supposed to keep. Pt wanted brand new equipment instead of potentially refurbished equipment even though pt confirmed the equipment that they received was working as intended. Pss reviewed that mdt send out equipment that was tested and in inventory. Pt was escalated and demanding new equipment be sent out (pss said mdt could not accommodate this request due to current supply shortages). Pss reviewed the repair replacement process and pt was still wanting brand new equipment like the equipment she received when she was first implanted. Pt was not understanding the repair replacement process therefore, pss redirected pt back to their rep for further explanation.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID :9 7755, serial# (B)(6), product type: recharger; product ID: 97755, serial# (B)(6), product type: recharger; product ID: m995402a001, serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was the patient complained to the rep that the controller does not hold a charge for the duration of an ins charging session. The patient charges the remote over night and then attempts to charge the ins in the morning. The patient is frustrated because when she attempts to charge the controller battery depletes completely when the ins is charged to about 80%. The patient indicates that it is excellent coupling most of the time but sometimes it shows good coupling. The caller indicated that the patient has noticed this occur on two days in a row in the past week or past couple of days. The caller was not with the patient. Additional information was received from the patient. The reason for call was to address a continuation of issues reported in this case. Pt explained that the controller battery is depleting from 100% before they are able to get the ins charged to full. Pt stated that they have fluid in their ins pocket ("moisture that hasn't been absorbed yet"), bandages, swelling, and sutures, but noted that they have to do 2 charges per day because the ins is only able to get charged to 80-90% and the controller battery depletes. Pt stated that they are getting recharging excellent and good while charging, only check the controller 1x/charging session but have previously experienced charging times of 1h 45m, 2h 15m, and sometimes recharging times of 4-5 hours. Pt stated that this issue occurs 50% of the time while recharging the implant (ins). Pt stated that when the ins battery displays 100%, they will not see "finished" on the screen until an additional 30m of charging. Reviewed expectations with charging the ins, the controller, recharging times, best practice when it comes to charging, and the external equipment with the pt. Pt confirmed that the recharger (rtm) cord was not damaged, but noted that after 2 hours of recharging, the rtm paddle is warm to the touch. Pt noted that they have a "4x4 folded in half and put in for 2 weeks" (pss did not further clarify statement). Pt noted the controller was currently unresponsive, so pss had the pt remove the li-battery pack and plug the controller into the ac power supply. Pt verified the controller screen powered on, and after re-inserting the battery pack, the pt confirmed the green light was flashing above the controller screen. Pt noted they are careful with the rtm cord when they unplug/plug the cord into the antenna jack of the controller. Pt stated that they have used the recharging belt in the past, but noted the paddle was "slipper" in the belt pocket, and when they sit down while recharging, the paddle slips from position. Pt noted that the they are unable to use the belt tight due to a bag that they have to wear. An email was sent to replace the recharger. Additional information was received. It was reported that they were "infuriated." The patient (pt) received a new recharger (rtm) and that did not resolve their issue for the pt had charged their implant 2 times a day for 6 days since new rtm and the controller had depleted in charge before the implant had been charged 5 out of 6 days. Pt claimed the manufacturer was sending them refurbished equipment and that was "life threatening" because they need to get their pain under control. An email was sent to repair for a new rtm and a new controller. Additional information received from the patient. It was reported that the patient called back and was very escalated because they were still having the same ongoing issues with charging their implant and losing controller battery life (which was previously reported). The patient was very difficult to follow and understand at points in the call. The battery pack compartment door didn't quite fit and they could almost fit a fingernail through the sides of it. The patient wanted confirmation that the battery pack they were to be sent was going to be new; it was confirmed that the battery pack that will be sent to the patient will be brand new. A replacement device was requested. It was reviewed that if the patient was still having ongoing issues after the battery pack replacement that they would need to follow up with their healthcare provider (hcp) and representative in person to look further into things. Pt called back stating they received the replacement battery pack and they're still having issues with charging their implant. Pt repeated what has already been documented in this case. Pt was very frustrated. Pt stated they've had all external equipment replaced and they're still unable to charge their implant as expected. Pt stated they were charging excellent and it took almost 3 hours to charge from 50-100%. At this point, pt is thinking there is something malfunctioning with internal equipment. Pt mentioned they have an upcoming appointment with their hcp, dr. Khan and would like to meet with mdt rep, amy to troubleshoot in person. Pt also inquired about internal equipment. Ps reviewed information and emailed pt information to medtronic website for their reference. Ps also emailed field rep for visibility. Patient (pt) said they are still having issues with charging their implant and they have since implant. Pt said today while charging their implant battery, the battery was not charging past 30% and the controller was showing 100%. Patient services specialist (pss) had pt connect to their implant and pt was brought through prm (passive recharge mode) seeing 75,97, 98 and 97, 97, 98. During this, the pt said that they were using their original controller and original recharger from when they were implanted because they didn't want to use refurbished equipment. Pss had pt stop charging session and reset controller. Pt said that one of the pins looked higher and bent away. Pss had pt try replacement controller and replacement recharger that were sent. Pt was able to connect with "excellent" charge quality and said their implant was at 60% and the controller was at 90%. Pt also mentioned that they were thin on the call and they have a hard time getting connected to their implant to charge and mentioned their implant battery being tilted. Pt said they have spoken to their hcp about this. Pt called back from number registered re-reporting inform ation previously documented in this case. Pt was stating that they had loaner equipment and was wondering when they were going to get their new equipment (pt sent their equipment back to mdt). Pss reviewed that the equipment the pt received was the equipment that the pt was supposed to keep. Pt wanted brand new equipment instead of potentially refurbished equipment even though pt confirmed the equipment that they received was working as intended. Pss reviewed that mdt send out equipment that was tested and in inventory. Pt was escalated and demanding new equipment be sent out (pss said mdt could not accommodate this request due to current supply shortages). Pss reviewed the repair replacement process and pt was still wanting brand new equipment like the equipment she received when she was first implanted. Pt was not understanding the repair replacement process therefore, pss redirected pt back to their rep for further explanation.

Manufacturer narrative:
Product ID 97745 lot# serial# (B)(4) product type programmer, patient product ID 97755 lot# serial# (B)(4) product type recharger product ID 97755 lot# serial# (B)(6) product type recharger product ID m995402a001 lot# serial# (B)(6) product type h3: analysis of the recharger (product ID 97755 lot# serial# (B)(6) found when trying to read the ins they got a rm04 error code and it was stuck on "checking the recharger". This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID:97745, serial# (B)(4), product type: programmer. Patient product ID:97755, serial#(B)(4), product type :recharger. Product ID:97755, serial# (B)(4), product type:recharger. Product ID:m995402a001, serial#(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was the patient complained to the rep that the controller does not hold a charge for the duration of an ins charging session. The patient charges the remote over night and then attempts to charge the ins in the morning. The patient is frustrated because when she attempts to charge the controller battery depletes completely when the ins is charged to about 80%. The patient indicates that it is excellent coupling most of the time but sometimes it shows good coupling. The caller indicated that the patient has noticed this occur on two days in a row in the past week or past couple of days. The caller was not with the patient. Additional information was received from the patient. The reason for call was to address a continuation of issues reported in this case. Pt explained that the controller battery is depleting from 100% before they are able to get the ins charged to full. Pt stated that they have fluid in their ins pocket ("moisture that hasn't been absorbed yet"), bandages, swelling, and sutures, but noted that they have to do 2 charges per day because the ins is only able to get charged to 80-90% and the controller battery depletes. Pt stated that they are getting recharging excellent and good while charging, only check the controller 1x/charging session but have previously experienced charging times of 1h 45m, 2h 15m, and sometimes recharging times of 4-5 hours. Pt stated that this issue occurs 50% of the time while recharging the implant (ins). Pt stated that when the ins battery displays 100%, they will not see "finished" on the screen until an additional 30m of charging. Reviewed expectations with charging the ins, the controller, recharging times, best practice when it comes to charging, and the external equipment with the pt. Pt confirmed that the recharger (rtm) cord was not damaged, but noted that after 2 hours of recharging, the rtm paddle is warm to the touch. Pt noted that they have a "4x4 folded in half and put in for 2 weeks" (pss did not further clarify statement). Pt noted the controller was currently unresponsive, so pss had the pt remove the li-battery pack and plug the controller into the ac power supply. Pt verified the controller screen powered on, and after re-inserting the battery pack, the pt confirmed the green light was flashing above the controller screen. Pt noted they are careful with the rtm cord when they unplug/plug the cord into the antenna jack of the controller. Pt stated that they have used the recharging belt in the past, but noted the paddle was "slipper" in the belt pocket, and when they sit down while recharging, the paddle slips from position. Pt noted that the they are unable to use the belt tight due to a bag that they have to wear. An email was sent to replace the recharger. Additional information was received. It was reported that they were "infuriated." The patient (pt) received a new recharger (rtm) and that did not resolve their issue for the pt had charged their implant 2 times a day for 6 days since new rtm and the controller had depleted in charge before the implant had been charged 5 out of 6 days. Pt claimed the manufacturer was sending them refurbished equipment and that was "life threatening" because they need to get their pain under control. An email was sent to repair for a new rtm and a new controller. Additional information received from the patient. It was reported that the patient called back and was very escalated because they were still having the same ongoing issues with charging their implant and losing controller battery life (which was previously reported). The patient was very difficult to follow and understand at points in the call. The battery pack compartment door didn't quite fit and they could almost fit a fingernail through the sides of it. The patient wanted confirmation that the battery pack they were to be sent was going to be new; it was confirmed that the battery pack that will be sent to the patient will be brand new. A replacement device was requested. It was reviewed that if the patient was still having ongoing issues after the battery pack replacement that they would need to follow up with their healthcare provider (hcp) and representative in person to look further into things. They called back stating they received the replacement battery pack and they're still having issues with charging their implant. They repeated what has already been documented in this case. They was very frustrated. They stated they've had all external equipment replaced and they're still unable to charge their implant as expected. They stated they were charging excellent and it took almost 3 hours to charge from 50-100%. At this point, they were thinking there is something malfunctioning with internal equipment. They mentioned they have an upcoming appointment with their hcp and would like to meet with rep to troubleshoot in person. They also inquired about internal equipment. They reviewed information and emailed the patient information to manufacturer website for their reference. They also emailed field rep for visibility.